Manufacturer narrative:
The following other devices were also listed in this report: 26 mm c taper 0 head; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient right hip was infected. The uhr 46 mm bipolar component and 26 mm c taper zero head were removed and replaced following an I&d.